Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator and camera were calibrated during the service call.

Event description:
The customer reported that the 9900 system collimator is not working. No pt injury was reported.